Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx delivery system was used in the common bile duct to treat choledolithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on(B)(6) 2023. During the procedure, the stent was successfully deployed; however, the guide catheter detached from the delivery system. The detached guide catheter was removed from the patient using a rat tooth forceps. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx delivery system was used in the common bile duct to treat choledolithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the stent was successfully deployed; however, the guide catheter detached from the delivery system. The detached guide catheter was removed from the patient using a rat tooth forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h10: the advanix-naviflex delivery system was returned for analysis. Visual examination of the returned device found the guide catheter detached from the delivery system and kinked. The pull wire was also returned bent. No other problems were noted to the delivery system. The reported event of guide catheter break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.